Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 111 mg/dl before the customer ate, but she said she was unsure what it was afterward. She stated that she was able to clear the alarm, but the keypad was giving her issues. She noted that she wore the insulin pump on her side in her bra and that it had never been an issue in the past. Advised replacement of the insulin pump. Nothing further reported.